Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two weeks post implant, the device and the right ventricular (rv) lead were explanted due to infection. The patient has been put on a course of antibiotics, and will be considered for another device (system) implant. No additional adverse patient effects were reported.